Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges she was on her way back home, when she drove over a small dip in the asphalt and she was allegedly thrown together with my dog from her scooter onto the pavement. The scooter allegedly landed on her ankle.